Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the surgeon was trying the new mod-code 23 dilating tip trocars in a laparoscopic nissen fundoplication. The surgeon used three 511sd trocar (mod-code) and a 512sd (mod-code). The three of 511sd trocar leaked pneumo (heavy leaking), twice in the same port. There was no consequence to the pt.